Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The non-olympus cleaning brush had been stuck in the instrument channel port. Olympus (B)(4) considered that the user might have inserted the cleaning brush from wrong side. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the brush was stuck in the instrument channel of the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct initial report. As a result of the investigation, it was found that this event was not an event to be reported. Omsc withdraw MFR report # 8010047-2021-11495.